Event description:
This is the fifth of seven reports of endophthalmitis received from an ophthalmologist associated with post operative cataract extraction with posterior intraocular lens implant. In this case, surgery was done on 12/5/94. A model, 814a/+24.00(d) was implanted into the left eye post cataract extraction. On 12/11/94 findings of endophthalmitis were noted on exam and the pt was referred to a specialist. Vitrectomy was performed. No culture results were available. The ophthalmologist has had eight occurrences of endophthalmitis, seven associated with lenses mfg by co and one with another brand lens from 11/17/94 to 9/16/96. Currently a hosp investigation is in progress. A review of batch records for this lens which included sterilization tests revealed no deviations. Add'l info is being sought as well as a report of the hosp investigation.